Event description:
The clinician reports the implant was inserted on (B)(6) 2025, in ada 19. On (B)(6) 2025, non-osseointegration was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.